Event description:
It was reported that there was an alert for low lead impedance. Testing of the lead reveal impedance within range. The pulse generator was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Analysis found normal device characteristics.